Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. Analysis revealed that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. It was noted by the analyst that the presence of a lead removal wire prevents electrical continuity testing and visual continuity inspection was performed for entire conductor length using destructive testing.

Event description:
It was further reported that there was a confirmed fracture of the right ventricular (rv) lead. The lead was programmed off and then explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that there was high right ventricular (rv) lead thresholds, and alert for vf (ventricular fibrillation) detection off, and that there was a rv defib lead impedance warning, a svc (superior vena cava) lead impedance warning, and a rv tip to rv coil lead impedance warning. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2005.

Event description:
It was reported that there was a confirmed fracture of the right ventricular (rv) lead. The lead was programmed off and then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.